Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported physical resistance of the arm positioner and clip actuation issues (difficult to open or close) associated with clip jumping and difficult to close clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported clip jumping, difficult to close clip and physical resistance of the arm positioner could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw, while performing functional testing, resistance while turning the arm positioner, and difficulty closing the clip occurred. It was noted that the clip would jump at certain points in the closing process instead of a gradual smooth closing. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.